Manufacturer narrative:
Product eval: the product was returned. The lens was damaged. Blood and solution are dried on the lens. Results from the product history record review indicated the product met release criteria. An approved cartridge and handpiece were indicated. Root cause: the root cause for this complaint could not be determined by the investigation. The optical properties could not be verified due to the lens damage, however, the lens was in the 14.0 diopter range. Due to the condition of the returned product, this damage is most likely handling related. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 03/17/2011 by fax and mail. A completed questionaire was received on 03/25/2011. (B)(4). This report was mailed to FDA on: 04/14/2011. (B)(4).

Event description:
A surgical tech reported that an intraocular lens (iol) was exchanged due to "mechanical failure". The pt was reported to have a history of dry eyes. In a f/u, the surgeon reported the iol did not cause or contribute to the event. The pt reported to the surgeon that her vision was "terrible" at distance and near. The pt had her dry eyes treated with medications and punctal plugs. Posterior capsule opacification was noted and treated with a yag laser procedure. An epi-lasek procedure was performed as an enhancement prior to the iol exchange. The surgeon reported the event resolved following the iol exchange.